Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned for evaluation at zoll manufacturing corporation. Equipment evaluations are still underway. An initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. There is no indication of a product malfunction at this time.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 between 5 to 6:00pm while wearing the device. The patient's mother reported that the lifevest had been alarming for an arrhythmia and that the patient was conscious and delaying a treatment through use of the response buttons. The patient reportedly told his mother that he felt fine at the time of these alarms. The patient was reported to be sweating at the time and when they wiped off the sweat the device stopped alarming. Ems was called and evaluated the patient at home. The mother reported that the patient's vitals were fine and that the patient was not treated while he was at home. The mother reported that the patient was taken to the hospital by ems. The mother indicated that she didn't know what happened as the patient was transported to the hospital; only that she had received a call to come to the hospital as CPR was being performed. Per the downloaded ECG and flag data, the lifevest alarmed for an arrhythmia 15 times between 04:51:54 and 05:58:07 pm. The response buttons were pressed during the arrhythmia alarms, preventing any treatments from being delivered. The ECG recordings showed that the patient was in an accelerated idioventricular rhythm at 60 to 100 bpm before CPR artifact obstructed the underlying ECG rhythm. At 06:05:59 pm an inappropriate defibrillation was delivered. The ECG recording indicates CPR artifact. The underlying rhythm at the time of the treatment is unknown due to the CPR artifact. The electrode belt was disconnected 14 seconds later at 06:06:13 pm. The patient subsequently passed away.

Manufacturer narrative:
Additional information/device evaluation: monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. Upon investigation, the rear response buttons were intermittently non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. There is no indication that the monitor malfunction caused or contributed to the patient's death, as the downloaded flag data confirms that the response buttons were fully functional during use by the patient and the patient was in a non-treatable, life-sustaining rhythm prior to the start of CPR by medical personnel. Electrode belt sn (B)(4) was returned to zmc for evaluation. As received, the electrode belt was contaminated with the patient's blood and incoming functionality testing was unable to be performed. A review of downloaded software flag files on the day of the event consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 between 5 to 6:00pm while wearing the device. The patient's mother reported that the lifevest had been alarming for an arrhythmia and that the patient was conscious and delaying a treatment through use of the response buttons. The patient reportedly told his mother that he felt fine at the time of these alarms. The patient was reported to be sweating at the time and when they wiped off the sweat the device stopped alarming. Ems was called and evaluated the patient at home. The mother reported that the patient's vitals were fine and that the patient was not treated while he was at home. The mother reported that the patient was taken to the hospital by ems. The mother indicated that she didn't know what happened as the patient was transported to the hospital; only that she had received a call to come to the hospital as CPR was being performed. Per the downloaded ECG and flag data, the lifevest alarmed for an arrhythmia 15 times between 04:51:54 and 05:58:07 pm. The response buttons were pressed during the arrhythmia alarms, preventing any treatments from being delivered. The ECG recordings showed that the patient was in an accelerated idioventricular rhythm at 60 to 100 bpm before CPR artifact obstructed the underlying ECG rhythm. At 06:05:59 pm an inappropriate defibrillation was delivered. The ECG recording indicates CPR artifact. The underlying rhythm at the time of the treatment is unknown due to the CPR artifact. The electrode belt was disconnected 14 seconds later at 06:06:13 pm. The patient subsequently passed away.